Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('a third essure device is seen in the inferior pelvis overlying the right pubic body') in an adult female patient who had essure (batch no. ( 627675, 882784 ) not valid) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failed essure". The patient's medical history included grand multiparity. Concomitant products included ethinylestradiol; etonogestrel (nuvaring). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) and was found to have a pregnancy with contraceptive device ("intrauterine pregnancy"). At the time of the report, the device dislocation and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the third trimester. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered device dislocation and pregnancy with contraceptive device to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: each essure device is in satisfactory position in the right and left fallopian tube. Both fallopian tubes are occluded. Normal endometrial canal. A third essure device is seen in the inferior pelvis overlying the right pubic body.. Lot number ( 627675, 882784 ) not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-aug-2020: quality safety evaluation of ptc(product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('a third essure device is seen in in the inferior pelvis overlying the right pubic body') in an adult female patient who had essure (batch no. ( 627675, 882784 ) not valid) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failed essure". The patient's medical history included grand multiparity. Concomitant products included ethinylestradiol;etonogestrel (nuvaring). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) and was found to have a pregnancy with contraceptive device ("intrauterine pregnancy"). At the time of the report, the device dislocation and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the third trimester. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered device dislocation and pregnancy with contraceptive device to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: each essure device is in satisfactory position in the right and left fallopian tube. Both fallopian tubes are occluded. Normal endometrial canal. A third essure device is seen in in the inferior pelvis overlying the right pubic body.. Lot number ( 627675, 882784 ) not valid. Most recent follow-up information incorporated above includes: on 11-aug-2020: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('a third essure device is seen in the inferior pelvis overlying the right pubic body') in an adult female patient who had essure (batch no. 627675, 882784) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failed essure". The patient's medical history included grand multiparity. Concomitant products included ethinylestradiol; etonogestrel (nuvaring). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) and was found to have a pregnancy with contraceptive device ("intrauterine pregnancy"). At the time of the report, the device dislocation and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the third trimester. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered device dislocation and pregnancy with contraceptive device to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2012: each essure device is in satisfactory position in the right and left fallopian tube. Both fallopian tubes are occluded. Normal endometrial canal. A third essure device is seen in the inferior pelvis overlying the right pubic body. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.